Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 454 mg/dl at the time of hospitalization. The customer's blood glucose was 434 mg/dl at the time of call. The customer stated that they were nauseous. The customer stated that they had high blood glucose of 600 mg/dl as well. The customer stated that they gave manual injections for correction. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads. The pump passed the delivery accuracy test.

Manufacturer narrative:
Additional information has been provided that was not included on the initial device complaint: the customer called because his wife's insulin pump has stopped working and went to the hospital and verified the insulin pump was not working. Inquired what led up to the complaint response; the customer wanted the pump replaced. Recent high blood glucose event began: (B)(6) 2106. Infusion set was last changed: (B)(6) 2017. The doctor stated the insulin pump was not working, dr. (B)(6) at (B)(6). The customer stated that she went through the set change process and when it went to the step to connect the set to the body and it went to a different place. The customer stated they changed the insulin and entered numbers to the pump. As best they can tell the pump did not respond as it should. The customer stated it was not delivering insulin. The customer does not want to trouble shoot the insulin pump. Sending a replacement insulin pump. Advised the customer to discontinue use of the insulin pump and revert to back up plan.